Event description:
Aquabeam handpiece error occurred at jet alignment inside patient/malfunction. Manufacturer response for aquabeam handpiece, procept (per site reporter). They picked up the product and will initiate a quality investigation.